Manufacturer narrative:
This report is submitted on november 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-02321. This report is submitted on november 30, 2023.